Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, ventilator's printed circuit boards were contaminated with liquid. Identification of issue has been done by analyzing problem description, service report, photo and device's logs. According to provided information, the affected printed circuit boards have been cleaned and the device passed pre-use check. The field service engineer recommended to replace affected printed circuit boards, however the client refused to replace them. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction (e.g. Stop of ventilation). There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).